Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device 30202027m number, and no internal actions related to the complaint was found during the review. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient ((B)(6)) underwent a atrial fibrillation (afib) ablation procedure for persistent atrial fibrillation with a thermocool® smart touch¿ electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, planned cardioversion was performed. After the cardioversion, the patient¿s blood pressure dropped; however, a vagal tone persisted. Cardiac tamponade was the confirmed by echo. Pericardial drain was inserted to remove 625 ml of blood from the pericardial space and the blood pressure restored. The procedure was delayed for about 30-40 minutes. Extended hospitalization was required as a result of the adverse event. The patient was reported in a recovered condition and was discharger from the hospital 2 days after the procedure. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related and possibly patient movement during cardioversion with the catheters in. No bwi product malfunctions were reported. Transseptal puncture was performed with a brk 1 transseptal needle and a sl1 transseptal sheath. The adverse event occurred post ablation phase during a remap. There was no evidence of steam pop during the ablation. An error message was displayed during the procedure that the registration to fluoroscopy system was not completed, as the univ module was not used. The flow was set within standard settings for thermocool: 17 ml/min below 30 w and 30 ml/min for over 30 w. The activated clotting time (act) had to be maintained of over 300 seconds during the procedure, as it was in the left atrium. The force visualization features used included dashboard, vector and visitag colored with ablation index. The parameters for stability used with the visitag module were 3 mm, 3 seconds, fot 25% for 3g. Tag size 3. The additional filter used with the visitag module were respiration adjustment and tag index enabled. The color option used prospectively was tag index of 400 for pink and 500 for bright red.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6)2019 . Initial visual analysis observed there was no visual damage or anomalies. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.   Manufacturer's ref. # pc-000526737.

Manufacturer narrative:
It was reported that a male patient (104kg) underwent a atrial fibrillation (afib) ablation procedure for persistent atrial fibrillation with a thermocool® smart touch¿ electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, planned cardioversion was performed. After the cardioversion, the patient¿s blood pressure dropped; however, a vagal tone persisted. Cardiac tamponade was the confirmed by echo. Pericardial drain was inserted to remove 625ml of blood from the pericardial space and the blood pressure restored. The procedure was delayed for about 30-40 minutes. Extended hospitalization was required as a result of the adverse event. The patient was reported in a recovered condition and was discharger from the hospital 2 days after the procedure. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related and possibly patient movement during cardioversion with the catheters in. No bwi product malfunctions were reported. Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. The force sensor was tested and it was working properly, the force values were observed within specifications. An electrical test was performed on the catheter and it was found within specifications; no electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Irrigation was performed and it was found within specifications, the catheter was irrigating correctly. The catheter was tested for deflection and the catheter failed. The catheter was analyzed in x-ray machine and it was noticed that the t bar slid down from it¿s anchored place. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the t bar slippage cannot be determined; however, an internal corrective action has been opened to investigate the issue of the t bar sliding down. Manufacturer¿s ref #: (B)(4).